Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged imprecision with inratio2 meter. Caller also alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio2: 3.3, lab: 2.4. Pt's therapeutic range: 3.0-4.0 inr.